Event description:
It was reported that the control panel on the apix table would intermittently not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wiring was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.